Event description:
It was further reported that the capture management of the implantable pulse generator (ipg) was not working appropriately. It was also noted that the ipg was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.